Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Customer declined replacement product at this time most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 175, 185, 241 and 274mg/dl. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: 175mg/dl (B)(6) 2017 07:00 am fasting: yes, 152mg/dl (B)(6) 2017 07:03 pm fasting: yes, 185mg/dl (B)(6) 2017 07:23 pm fasting: yes, 4:241mg/dl (B)(6) 2017 09:06 pm fasting: yes, 5:274mg/dl (B)(6) 2017 05:39 pm fasting: yes. Customer called in concerned of high results.